Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was presented for a mitraclip procedure. During the preparation of steerable guide catheter, flush port was unable to hold column. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was presented for a mitraclip procedure. During the preparation of steerable guide catheter, flush port was unable to hold column. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.